Event description:
On (B)(6) 2012 the reporter stated, "while removing a trail the inserter prongs broke". The surgery procedure was completed successfully with no harm to the pt. Additional info was received on (B)(6) 2012; it was reported the device broke over the open incision.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.